Event description:
A customer reported that the footswitch was not responding during a cataract extraction procedure. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
The facility did not request service; however the facility did order a replacement footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).